Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right ventricular (rv) lead exhibited a slight rise in threshold post implant and a significant rise to high threshold several days later. Additionally, it was noted the rv lead displayed a drop to low impedance. After the patient was admitted to the hospital and thoroughly tested, it was suspected the rv lead had caused a heart wall perforation. The rv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.